Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Approximately, eight years of post-deployment, a computed tomography of the abdomen and chest was performed. There was noted decreased attenuation within the inferior vena extending above the level of the catheter by approximately 4.8 centimeters. Thrombus extended through the bilateral common iliac veins, bilateral external iliac veins, and into the bilateral common femoral veins. Bilateral external iliac and common femoral veins appeared expanded, with adjacent inflammatory stranding. On the next day, an attempt to retrieve the old filter, a new unknown bard filter was deployed. The new filter was anticipated in deploying across the angiovac to protect from any embolization from the clot above the old filter in the infrarenal. Due to technical error, the new filter was deployed suprarenal position upside down and had to retrieve it and redeploy another one. To retrieve that filter, a catheter and wire all the way from the right femoral vein was exchanged for the upside down-deployed filter. The supra renal filer was snared and was extracted out of the body with no complications. The retrieval was successful, and another new unknown bard filter was deployed via the femoral route in suprarenal position in its place without any complications. Therefore, the investigation is confirmed for the deployment issue of the filter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that during a vena cava filter placement procedure in a patient for deep vein thrombosis, the device allegedly deployed upside down. The device was removed. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that during a vena cava filter placement procedure in a patient for deep vein thrombosis, the device allegedly deployed upside down. The device was removed. The current status of the patient is unknown.